Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing impedance measurements greater than 2,000 ohms for two consecutive days. The most recent measurement was 675 ohms. A review of the data indicated the lv amplitude has also had a lot of variability throughout the daily measurements, including a low measurement on one of the days of the high impedance measurement. A boston scientific technical services consultant recommended bringing the patient in for further lead testing. To date, there have been no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Set screw marks were noted on the terminal pin and ring. Visual evidence indicated the suture sleeve was most likely tied-down on the lead body approximately 47-49 cm from the terminal pin. At 49 cm from terminal pin (distal end of the suture sleeve tie-down), there is kink in insulation tubing and all of the conductor coils (anode and cathode) underneath were fractured. Analysis confirmed that both coils of the returned lead were fractured. It was concluded this finding could have contributed to the clinical observations.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that the patient was brought into the clinic and the lv lead was evaluated. An lv lead conductor fracture was determined due to the reported loss of capture and impedance measurements greater than 2,000 ohms. A revision procedure planned to take place at a later date. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received indicated the patient has not presented to the clinic for any further follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information received indicated a revision procedure was performed and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.